Manufacturer narrative:
Additional phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "rupture" against left device. The device remains implanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: crease fold, wear abrasion, brown particles in the shell and opening on posterior. Leak test and microscopic analysis was performed which identified: crease sharp opening on posterior and striated opening on posterior. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: opening crease sharp on posterior assessed as fold flaw opening. Striated opening assessed as surgical damage. Additional, changed, and/or corrected data: b5, d6b, d9, h3, h6.

Event description:
Device has been explanted.